Event description:
Patient view not displaying due to iacs c700 software revision 3.0 potentially conflicting with gateway server. The proposed fix is turning "off" the daylight saving time option, as the gateway is already performing this function.